Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a2, a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evproplus-29 valve dislodged after implantation during a transcatheter heart valve procedure. The patient outcome was reported as alive with no injury. The device remains implanted and in service. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed. The valve dislodged after implant. A snare was used and another valve implanted. Calcification of the patient anatomy was a contributing factor to the dislodgement. A post-implant dilation was performed under rapid pacing for paravalvular leak (pvl) but not prior to valve dislodgement. Additional information was received indicating that following implant of the first valve, moderate paravalvular leak (pvl) was observed. After the second valve was implanted, mild pvl was observed.

Manufacturer narrative:
Corrected: b1, b2, h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evproplus-29 valve dislodged after implantation during a transcatheter heart valve procedure. The patient outcome was reported as alive with no injury. The device remains implanted and in service. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed. The valve dislodged after implant. A snare was used and another valve implanted. Calcification of the patient anatomy was a contributing factor to the dislodgement. A post-implant dilation was performed under rapid pacing for paravalvular leak (pvl) but not prior to valve dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the vlv evproplus-29 valve dislodged after implantation during a transcatheter heart valve procedure. The patient outcome was reported as alive with no injury. The device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: static images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The images provided show a dislodged valve in the ascending aorta and a second being implanted. However, images of dislodgement were not captured therefore it is not possible to validate cause of the dislodgement. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.